Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu a result. 1 patient. The customer communicated the result was confirmed by another rapid antigen assay.